Event description:
An endeavor sprint drug eluting stent was implanted in the rca. Approximately 4 months post the index procedure, the patient was hospitalized due to a gastro intestinal bleeding event. Patient was treated with a transfusion and recovered with treatment. The investigator has indicated the event was not related to the study device.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (hemorrhage).